Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 600 mg/dl. Customer treated with a manual injection. Customer stated that they have a back-up plan. Customer found no air bubbles and verified that insulin exited the tubing. Customer's pump settings and programming were correct. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer stated that the cannula was not bent or occluded. Customer stated that the insulin was clear and new. Customer stated that she will change her fill cannula back to 0.5 units when she changes the infusion set and reservoir.